Event description:
New information received notes the right atrial lead was capped and replace with a competitor lead on june 25, 2019. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation. Upon interrogation, the right atrial lead exhibited noise. Chest x-ray revealed that the right atrial lead had dislodged and was the cause of the diaphragmatic stimulation. The lead was programmed off. Patient was stable.